Manufacturer narrative:
Date of event is unknown. During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported patient failed to charge ipg as recommended. The ipg was deemed inoperable. As a result, patient underwent surgical intervention on (B)(6) 2019, wherein the ipg was explanted and replaced. Effective therapy was restored postoperatively.